Event description:
Pre treatment pt denied any complaints. One hr into treatment, pt. Complained of chills temp. 101.6 (form 99). Physician was notified. Vanomycin & gintamycin given lv. Pt. Taken off this dialyzer and placed on a new one. Symptoms improved. Post temp. 99.3